Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and damage from the reservoir. The customer's blood glucose reading was 547 mg/dl. The customer treated with a set change and bolus. The customer mentioned a crack near the o-ring of the reservoir compartment. The customer also mentioned a plastic piece missing. The customer declined to troubleshoot for high readings. The reservoir will not be returned for analysis.